Event description:
It was reported that a lead safety switch (lss) was triggered for this right ventricular (rv) lead due to high out of range pacing impedance. It was noted that the lead's impedance had been steadily increasing. Additionally, the lead oversensed musculoskeletal noise that resulted in false non-sustained ventricular tachycardia (nsvt) store episodes as a result of the lss. Technical services (ts) discussed resolution options with the health care professional (hcp). The lead remains in use. No adverse patient effects were reported.